Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: it is unknown if a temporal relationship exists between ccpd therapy utilizing the liberty cycler and the serious adverse events of hyperkalemia and loss of consciousness, which required hospitalization. Additionally, the etiology of the serious adverse events remains unknown; therefore, causality could not be established. Based on the information available, the liberty select cycler cannot be excluded from having a possible causal or contributory role in the serious adverse events experienced by the patient. There is currently no allegation or objective evidence indicating a fresenius device(s) and/or product(s) was deficient or malfunctioned. However, limited follow-up information precluded a more comprehensive investigation, and without a discharge summary, timeline of events, hospital records, treatment records, or the patient¿s demographics, this clinical investigation cannot disassociate the liberty select cycler from the serious adverse events.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized on (B)(6) 2025. The patient reported she was hospitalized due to an elevated potassium level (hyperkalemia) and passing out/blanking out (loss of consciousness). Subsequent attempts to obtain additional clinical information (e.g., discharge summary, timeline of events, hospital records, treatment records, patient demographics) were unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized on (B)(6) 2025. The patient reported she was hospitalized due to an elevated potassium level (hyperkalemia) and passing out/blanking out (loss of consciousness). Subsequent attempts to obtain additional clinical information (e.g., discharge summary, timeline of events, hospital records, treatment records, patient demographics) were unsuccessful.